Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had missing segments and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with missing segments/clear lines on lcd glass due to cracked zebra connector on lcd board. The insulin pump was received with a cracked end cap. Drive support disk was inspected and no anomaly was noted.